Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The reported low flow alarms could not be confirmed as no log files were submitted for review. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away with an unknown cause. The patient was found down by their partner and emergency medical services (ems) between 4:30 and 5:30 pm and on arrival noted fixed dilated pupils, foam at the mouth, the patient not breathing, and a low flow alarm that had been going for 17 minutes with flow noted to be in the range of 1-1.4 lpm. Healthcare professionals suspected the patient had already passed by the time ems arrived, however the cause of the patient's death was unclear. The patient's partner did not believe the patient fell based on the position in which the patient was found. The patient's international normalized ratio was noted to be therapeutic 2 days prior, and the patient was noted to be in their normal state of health the morning they passed. The outcome was not device or therapy related. The pump was functional. The device was not explanted.